Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using a pod4. During the procedure, the physician felt resistance advancing the pod4 through a non-penumbra diagnostic catheter. The pod4 then unintentionally detached within the diagnostic catheter; therefore, the physician retracted the catheter with the pod4 inside. The procedure was completed by advancing ruby coils and non-penumbra coils through the same non-penumbra diagnostic catheter. It should be noted that the physician did not use a rotating hemostasis valve. There was no report of an adverse effect to the patient.